Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the delivery accuracy test at 0.08660 inches. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was tested using a water fill test reservoir. No delivery anomaly noted during testing. The insulin pump was functioning properly. The insulin pump was received with scratched display window cover, severely scratched lcd window, cracked retainer and scratched case.

Event description:
Customer's parent reported via phone call that the customer was brought to the hospital. Customer's blood glucose level was 286 mg/dl. Customer's parent checked the insulin pump and there was no insulin in the reservoir but she placed insulin in it. Customer's parent was not sure if insulin was delivered as they got an insulin flow blocked alarm. Customer's parent declined to troubleshoot and did not give information about the hospitalization. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that when insulin pump started beeping for insulin flow blocked alarm, customer's mother pulled the reservoir out and some insulin spilled on her hands. She was wondering if most of the insulin was delivered to her son.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.